Event description:
A customer reported experiencing a minimum fill notification with their insulin pump. There was no adverse impact on the customer's blood glucose level. Initially, attempts to resolve the issue by reloading the same cartridge were unsuccessful. Technical support instructed the customer to clean the pneumatic tap area and guided them through the process of filling and loading a new cartridge. Loading the second cartridge successfully resolved the issue, and the customer placed the pump back in its case and resumed insulin use.